Event description:
It was reported that the air in line sensor failed on a spectrum iq pump during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the device was not able to be tested for air detection due to a consistent reload set error that occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition could not be verified due to the reload set issue that occurred. An assignable cause could not be identified however the device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: additional information was received which clarified that the device was displaying an air in line alarm that could not be cleared. Additional information h10: a review of the event history log identified air in line messages.